Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device underwent leak testing, and a leak was noted to be occurring where the airway inserts in to the neck strap. Additionally, the adhesive located around the area appeared to be peeled away from the shaft of the product. The most likely cause of issue was the airway line adhesive was pulled away from the shaft. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection, device was found to be in good physical condition. Device underwent leak testing, and the customer reported complaint was confirmed. A leak was noted where airway inserts into the neck strap. The adhesive located around the area appeared to be peeled away from the shaft of the product. Sufficient adhesive was present around the inflation line/ neck strap junction. It was determined the cause of the issue was likely pulling the airway line, simultaneously pulling the adhesive away from the shaft.

Event description:
It was reported that after one week of use of a smiths medical tracheostomy tube, a pop and audible leak was heard from the patient. The pilot balloon was noted to have air coming out the end. A tracheostomy tube change out was done, resulting in no harm to the patient.